Manufacturer narrative:
Product analysis: the product specimen was discarded by the user facility. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should additional information become available, a supplemental report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately post implant of this bioprosthetic valve, in the final suturing of the valve and surgical suture site, the surgeon's forceps slipped and tore a hole in the valve leaflet. This valve was removed and replaced with a different bioprosthetic valve. This valve will not be returned for analysis. The surgeon found no fault with the valve, or its manufacturing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.